Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x12mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the catheter was pulled out, there was a strut raised on the stent. The device was never used inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.